Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, increased pacing impedance, capture threshold and decreased sensing were observed on the right atrial (ra) lead due to subclavian crush syndrome. Diagnostic imaging was performed and confirmed subclavian crush syndrome. The issue was resolved by capping and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.